Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she thinks that she was not getting enough insulin. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that she also had a blood glucose that was high as over 500 mg/dl with the same issue. The customer stated that she have not yet treated the high blood glucose during the call. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.